Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer observed no electrode when sensor goes into the skin. Customer¿s blood glucose was unknown. Customer stated that introducer needle was not fractured in body. Sensor will not be returned for analysis.